Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. If heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , is returned at a later date this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas IFU, document and the heartmate 3 patient handbook are currently available. No device related issues were reported by the account. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted.